Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no power issues found with the pump.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 400 mg/dl. At that time, the patient experienced 'symptoms of hyperglycemia, however, she did not provide specific details of her symptoms. The patient tested positive for ketones. The patient took a correcting bolus of insulin via the pump; her subsequent blood glucose reading was 400 mg/dl. The patient gave herself an insulin injection via a syringe and went off the pump. Troubleshooting revealed there were no issues with the infusion set or infusion site. It was not possible to troubleshoot the pump, as the pump would not power on. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.